Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had questions concerning removing capsule placed ten days ago. On follow-up, it was reported that on (B)(6),2022, the capsule with delivery system was introduced through the mouth and advanced into the esophagus, such that the capsule was positioned 32cm from the incisors, which was 6cm proximal to the gastroesophageal junction. The capsule was then deployed and attached to the esophageal mucosa. The delivery system was then withdrawn. Endoscopy was utilized for probe placement and diagnostic evaluation. The scope was reinserted to evaluate placement of the capsule. Visualization showed the capsule to be in an appropriate position. On (B)(6),2022, patient complaining of discomfort of soar throat and chest pain. X-ray confirmed that capsule still intact. On (B)(6),2022, physician prescribed viscous lidocaine and carafate to the patient. On (B)(6), chest x-ray was performed and did not show any capsule which means that it has come off. The patient can continue to use carafata and viscous lidocaine as needed and should follow up with the patient primary gastrointestinal provider.